Event description:
The customer alleged that one day post-op, it was discovered (on x-ray) that there were two teeth from a nexgen straight saw blade left in the patient after a total knee replacement surgery. Initial report indicated that there was no patient injury or adverse effect noted. Follow-up was conducted and limited information was provided by the reporting facility. The patient latest outcome is not known due to this fact, but at the time of inquiry, it was stated that a revision was not scheduled. It was also stated that the nexgen saw blade in question is not being returned to conmed-linvatec for further evaluation.

Manufacturer narrative:
An evaluation of the involved st blade brazol nexgen could not be performed, as the product was not returned from the customer. In addition, a review of the device history record could not be performed as the lot # was not provided. A review of device complaint records during 2 years period found no serious injuries or death related to this reported problem. A review of similar reports for this failure mode found this type of damage can occur during use if the blade teeth come in contact with another metal instrument, such as the cutting block or retractors, that are harder than the blade teeth itself. In addition, activation of the saw while inserting or removing the blade from the cutting block can cause teeth damage and possible breakage. Conmed linvatec will provide this information to the customer, and continue to monitor this device for failures. Device was not returned from the user.